Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery (lad). After the lesion was pre-dilated with a 3.0 x 20 non-abbott balloon the absorb scaffold was deployed. The air was completely vacuumed out of the system and the scaffold was confirmed, under fluoroscopy, to be fully apposed to the vessel wall; however, there was difficulty removing the balloon from the lad and it was causing the non-abbott 6f guide catheter to be pulled into the lad ostium. After the procedure, although the balloon appeared to be refolded, the proximal balloon shoulder/taper was observed to be very stiff. The procedure was completed successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: balance middleweight; guide cath: ebu 4 ( mdt). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. This event is being filed for the difficulty in removing the stent delivery system from the anatomy. Even though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the us, it uses a stent delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported unusual balloon appearance was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.